Event description:
Boston scientific received information that the physician experienced telemetry difficulties with this cardiac resynchronization therapy defibrillator (crt-d) implanted in this dependent patient. The field representative reported telemetry noise on all channels and the health care provider was concerned that the leads potentially could be fractured. However, when connected to a surface electrocardiogram normal device operation was confirmed. The field representative reviewed the rhythm strips and thought this was telemetry noise. However there was an inquiry where pacing was seen at 1000 ms, 1100 ms, 1200 ms, 1400 ms, and 1500 ms while the patient's heart sinus beats were at 600 ms. The field representative did not think that the health care provider did any testing. Boston scientific technical services reviewed the strips and discussed possible commanded/programmed pacing rate and normal device function as the device had been programmed to vvi at 1500 ms. Ts also confirmed telemetry noise during the interrogation. No adverse patient effects were reported. The field representative later reported that physician had concurred with technical services explanation and no longer suspected the leads being fractured. This patent was to be further evaluated in six months. Over one year later, this device was explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted holes in the rv ring, rv tip, ra tip and lv tip seal plugs. All the setscrews moved freely and without issue. A review of the memory found that all the electrograms (egms) recorded while the device was implanted were overwritten. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations; however, the holes in the seal plugs may have contributed to the noise observed while the device was implanted. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.